Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a cartridge alarm 05 occurred. Reportedly, the customer had followed the prompts during the load sequence. Reportedly, customer loaded a new cartridge to resolve the issue. Customer experienced a low blood glucose (bg) level of 46 mg/dl due to a valid empty cartridge alarm. Customer consumed carbohydrates to address bg.